Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm performing the pm service found that the coiled cord cable had a loose connection and was easily detachable from the console. The stm removed and replaced the coiled cord cable then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Report source: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) testing by a getinge service territory manager (stm), the monitor for the cardiosave intra-aortic balloon pump (iabp) turned off. There was no patient involvement and no adverse event was reported.